Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. The device's sensor board was replaced to address the issue. Additionally, not related to the issue, the device's front enclosure was replaced due to cosmetic damage.

Manufacturer narrative:
Previously the manufacturer reported a ventilator was returned to the manufacturer for routine preventative maintenance and a service required alarm condition requiring the sensor board to be replaced was observed. There was no allegation of device malfunction. The device was not in patient use. During further evaluation, the device failed a test step during testing. The device's flow sensor, thermistor and porting block adaptor were replaced to address the issue. The device was tested and passed all final testing.